Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform functional test including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to physical damage. Unit received with cracked case at display window corners, display window, belt clip slot and battery tube threads. Unit received with minor scratched display window, keypad overlay and case.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states the pump had a cracks on the inside and globs of black on the screen. Troubleshooting was performed for damage. Advised to discontinue use of the pump and revert to a back-up plan. Advised the pump will need to be replaced. The customer states reservoir did not lock in place. The insulin pump will be returned for analysis.